Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's right ventricular lead exhibited episodes of noise over-sensing. It was noted that this issue had been going on for years. The patient was asymptomatic and the lead was reprogrammed.